Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the right coronary artery. Predilatation was performed prior to advancement of the 3.0x28 mm xience xpedition to the lesion. During deployment of the stent, the balloon ruptured on the first inflation at 14 atmospheres. The stent was successfully deployed followed by normal post-dilatation of the stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.